Event description:
It was reported that during a coronary during eluting stenting treatment procedure, stent damage occurred. The lesion was ablated by a rotablator, and then dilated with a 2.5mm balloon prior to stent placement. The physician successfully implanted a taxus express2 2.5x20mm drug eluting stent in the mid lad. He then attempted to place a taxus express2 3.0x20mm drug eluting stent to the 90% stenosed lesion located in the highly tortuous, calcified proximal to mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon withdrawal, it was noted that the edge of the stent was lifted up. The procedure was completed using another taxus stent, same size. No pt complications occurred. Pt status post procedure is noted as "fine."